Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient was admitted to the hospital for high bg, during hospitalization the bg was more than 400mg/dl and the ketone value was given as 7.06. The symptoms at the time of hospitalization was vomiting and stomachache and the treatment was given as insulin IV.